Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited artifact/noise in the stored electrograms after delivering a shock. Further testing was done which confirmed the noise on the electrograms. An invasive procedure found that the impedance of the chronic right patch lead varied as the lead was manipulated, causing noise on the electrogram.